Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula came out of the tissue and into the skin on (B)(6) 2026. The patient reported cannula site infection, redness and rash and was prescribed with medication. No further information available.